Event description:
Esu pen worked intermittently. Two esu machines were used with same result; pads not changed. A new pen was opened and used continuously without issue for the remainder of case. Manufacturer response for gold vac rocker switch, gold vac (per site reporter): to investigate and replace.